Event description:
On (B)(6) 2021, it was reported that this patient on peritoneal dialysis (pd) had a port site infection on (B)(6) 2021. In additional follow-up, the patient's pd nurse confirmed the patient had a pd catheter (not a fresenius product) infection. It was reported the infected pd catheter was removed and new pd catheter was placed. The nurse confirmed the patient did not have any adverse effects from use of any fresenius device, or product. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).